Event description:
It was reported that when using the bd pyxis¿ es refrigerator not detected on bus and user was unable to recover it. The customer attempted troubleshooting by hard rebooting the station and trying to recover; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on bus. A field service engineer (fse) found the helmer refrigerator was not detected on the bus. Completely powered off the med station and refrigerator and used keys to turn off the battery. Left all components powered down for 1-2 minutes. Powered on the refrigerator, restored battery power, and then powered on the med station to allow full boot-up. Customer recovered the refrigerator successfully, performed an inventory, and confirmed functionality. Diagnostics were run to further test the refrigerator, and all functions tested ok. The system functioned as intended after the field service engineer repaired the device.